Event description:
It was reported that an infusion of total parenteral nutrition was running for three days before it was noticed that no solution had emptied from the solution container. No specific pt info was reported. However, it is known that no medical or surgical intervention was required.